Event description:
It was reported that at a follow up visit the device had no response to the magnet and was not pacing. Follow up with the physician's office determined that the patient has not been seen since 2007. No further information was available. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.